Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. Analysis was unable to test for unexpected reset due to no button response. The insulin pump had a severely scratched display window, cracked case at display window corner (all corners), cracked battery tube threads,cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 219 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.